Event description:
Spontaneous communication received from manipat with (B)(6) hospital. Manipat disconnected before (B)(6) was able to confirm reason for admission, however previous documentation indicates patient's remunity shipment was not going to be delivered due to an insurance issue and it is plausible patient reported to hospital due to needing medication. No further information. Date of admission or anticipated discharge date not specified. Length of stay is ongoing. Sub-q remunity self-fill patient. Patient started remunity device: (B)(6) 2023. Reported to (B)(6) by health professional.